Event description:
During atherectomy of right coronary artery (rca), rotational atherectomy device tip separated from shaft of device upon removal, and remained in the mid-section of patient's rca on the wire. Tip section of device was successfully removed after numerous attempts with no apparent injury to patient. Manufacturer response for csi diamondback 1.25 atherectomy burr, (per site reporter): the failed device was returned to the sales rep. Outcome or comments are unknown at this time.